Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned device revealed that the pod packing coil (podj) pusher assembly was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the podj mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, resistance will be encountered. Therefore, the penumbra investigator was unable to be functionally tested for the podj for the reported issue due to the returned condition. However, this damage is likely incidental to the reported failure and may have occurred after the podj was removed. Based on the returned condition, the embolization coil was unable to be advanced to the distal end of the sheath. The root cause of the reported issue could not be determined. The lantern referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj¿s). During the procedure, while attempting to advance a podj into a lantern delivery microcatheter (lantern), the podj kept getting stuck as it exited the tip of the introducer sheath. After multiple failed attempts, the podj was removed. The procedure was completed using another podj, 14 ruby coils and the same lantern. There was no report of an adverse effect to the patient.